Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that while performing a primary left knee procedure, the femoral component had what the surgeon reported was a hair and was later identified as a fiber on the implant. The fiber was found after implantation. Surgeon removed the fiber and irrigated. Rep reported there was no surgical delay, and the surgeon feels there was no patient harm.